Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an inlet pressure issue. Per follow up information received via phone on 11dec2024, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 11dec2024, mixing pump motor shows signs of seizing shaft motor spun by hand.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an inlet pressure issue. Per follow up information received via phone on 11dec2024, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 11dec2024, mixing pump motor shows signs of seizing shaft motor spun by hand.